Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-procedure complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. The physician stated that the lesion was close to the pleura and CT to body divergence may have possibly contributed to the pneumothorax. If additional information is received, a follow-up MDR will be submitted. The system logs for the event date (B)(6) 2023 were not available as of this time of the report, hence, no log review for this procedure has been performed. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required hospitalization for 2 days.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax on the left lower lobe. The pneumothorax was discovered via chest x ray after the procedure. The size of the pneumothorax was initially small. A follow up chest x ray on same day showed that the pneumothorax had increased in size. Another follow-up chest x ray was done a day after the procedure, and it showed resolution of the pneumothorax. The target lesion was on the left lower lobe and close to the pleura. The physician believed that the device contributed to the pneumothorax. As per the physician, it looked like the biopsy needle was at the nodule but the target nodule could not be seen on cone beam. The physician attributed the pneumothorax to possible CT to body divergence. The physician believes that the pneumothorax would have occurred via another modality as well. The patient was monitored for two days in the hospital and the pneumothorax resolved without intervention. The patient was reported to be at home in stable condition.